Event description:
Maquet vasoview hemopro endoscopic vessel harvesting system was used. There are two components: vasoview harvesting cannula and vasoview hemopro harvesting tool.while in use, the harvesting tool became stuck in the "on" position. The tool was inside of the patient's right upper leg. Smoke was noticed inside of the leg while directly viewing endoscopically. The tool was removed. Smoke was seen coming out of the distal portion of the tool. The tool was disconnected from the light source, hemopro power supply and the storz (endoscope) unit. This tool was immediately removed from the field and a new harvesting system was used.